Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 543 mg/dl with thirst and dry mouth associated with the pump losing power. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly changed the battery and the pump powered back on. Troubleshooting indicated that an unconfirmed alarm had drained the battery and led to the power loss. There was no indication of a pump malfunction and the patient reportedly remained on the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.